Event description:
It was reported that the device's battery is dead. There was no patient involvement.

Manufacturer narrative:
Correct reporter phone # (B)(6). Correct reporting institution phone # (B)(6).